Event description:
It was reported that patient had a rod placed into his right foot approximately (B)(6) 2012 . Patient states that pain in his heel started a month after surgery. Patient had x-rays and it was found that a screw broke in his heel area. Screw was removed approximately (B)(6) 2013. Patient is currently using a power wheelchair and also a walker.

Manufacturer narrative:
Deviced will not be returned. If the device or additional information becomes available it will be reported on a supplemental report. (B)(4): device not returned.

Event description:
It was reported that patient had a rod placed into his right foot approximately (B)(6) 2012 . Patient states that pain in his heel started a month after surgery. Patient had x-rays and it was found that a screw broke in his heel area. Screw was removed approximately (B)(6) 2013. Patient is currently using a power wheelchair and also a walker.

Manufacturer narrative:
Evaluation summary: physical examination of the affected was not possible because no screw fragment was returned. Below statement is based on available information, only. The review of the manufacturing documents revealed no deviation in manufacturing and no deviation in material. The review of the complaint history revealed no observations. This lot had not been subject to a former complaint. The review of the risk analysis revealed that screw breakage was considered and revealed no exceeding threshold. A statement regarding technical point of view could not be carried out because of missing item. A statement regarding medical point of view could not be carried out because incomplete views of x-rays. A further statement was not possible. The case will be closed formally. In case the item(s) or substantive information becomes available the case will be reviewed.